Manufacturer narrative:
Lead: model 3777-45, serial# (B)(4); implanted: (B)(6) 2010; explanted: unknown. Lead: model 3777-45, serial# (B)(4); implanted: (B)(6) 2010; explanted: unknown. Programmer: model 37743, serial# (B)(4); extension: model 3708140, serial# (B)(4); implanted: (B)(6) 2010; explanted: unknown. Extension: model 3708140, serial# (B)(4); implanted: (B)(6) 2010; explanted: unknown.

Event description:
It was reported that the stimulator was moving in the pocket, "making like an escape pocket" and resulting in pain. The patient stated that he "had it all taken out". Explant could not be confirmed on the manufacturer's device tracking website. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the device system was explanted on (B)(6) 2011. There were no abnormal impedances. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulator was removed in preparation for his pump implant. It was noted that before he had the stimulation system implanted, he was being waned off oxycontin.